Manufacturer narrative:
International zip code: (B)(6).

Event description:
It was reported that during a tonsillectomy, the evac wand showed a "sparkle of fireworks" at the electrode wand head. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the evac 70 xtra hp coblator ii , used in treatment, was returned for evaluation. A relationship between the device and reported incident was established. From the information provided, "during a tonsillectomy, the evac wand showed a "sparkle of fireworks" at the electrode wand head." A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review found related failures. A review of the manufacturing process requires adhesive to be applied between the spacer and shaft, the device be free of damage, and that the spacer holes be checked to insure they are well sealed. The visual inspection under magnification of the wand shows moderate electrode erosion with contamination/discoloration and scratch/scuff marks on the return electrode and spacer. In addition, the spacer is damaged, there is a hole between the spacer and return shaft, strong burn marks in that area. The suction line was tested performed as intended. The saline line was tested and did perform as intended. Plasma was produced as specified when activating the device in saline solution at ablate/coag min/max settings. However there is additional plasma created inside the hole of the spacer. The complaint was verified as the failure appears to be an internal short due to fluid ingress, possibly due to insufficient adhesive, and the root cause was determined to be related to a manufacturing operator error.